Event description:
It was reported that cgm displayed error during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, successfully completed reset without further cgm errors, and then successfully started new sensor session.